Manufacturer narrative:
Internal report #: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 90 to 130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. The test strip lot manufacturer's expiration date is 02/17/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 355mg/dl (B)(6) 2017 11:37 pm fasting: yes, 340mg/dl (B)(6) 2017 11:33 pm fasting: yes, 343mg/dl (B)(6) 2017 11:32 pm fasting: yes, 265mg/dl (B)(6) 2017 10:29 pm fasting: yes, 5:354mg/dl (B)(6) 2017 10:27 pm fasting: yes. The customer feels that the results he is getting from the meter are reading too high.